Manufacturer narrative:
(B)(4) - zipper damage. Results: eval for the returned product shows that the panel side a: zipper slider body is open and the insert pin is ripped from the hanger zipper tape. There are 3 inches of broken stitches on panel side c. Note: posey instructions for use warnings: always use the zipper pull-tabs when opening or closing the zippers. Never try to rip a panel open as this may damage the access panel or the zipper slider by bending it open. (B)(4).

Event description:
Customer reported the product has zipper damage and that some of the teeth are missing. Customer contacted and stated that the pt caused the damage to the bed. There was no pt incident or injury reported. Additional info received with the returned product noted "where the zipper mounted to canvas: unsewn". Eval for the returned product shows that the panel side a zipper slider body is open.